Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2014 with the following findings: a review of the pump¿s black box history showed that call service alarms related to the complaint were recorded. Visual inspection revealed that there was moisture behind the display. A leak test was performed and a display lens leak was found. A ¿no cartridge detected¿ alarm occurred during investigation. No other call service alarms were emitted. The pump case was removed and moisture and corrosion was found on all internal surfaces. Moisture was found on the motor flex connector and on the force sensor flex connector. The call service alarm issue was not able to be adequately investigated due to the ¿no cartridge detected¿ alarm.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.